Event description:
It was reported that, after delivering 28,439 joules of energy during a photoselective vaporization of the prostate procedure, the fiber began forward firing. It was noted that saline irrigation was used, and when the flow valve was opened, fluid was exiting the metal cap window. There was no stone/cacluli in the prostate and no excessive tissue accumulation on the fiber tip that required cleaning. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis did identify a glass cap distal circumferential fracture. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forward firing as the identified distal circumferential fracture has a forward firing rate that was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis results, the interaction between the user and device, or sample, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that, after delivering 28,439 joules of energy during a photoselective vaporization of the prostate procedure, the fiber began forward firing. It was noted that saline irrigation was used, and when the flow valve was opened, fluid was exiting the metal cap window. There was no stone/cacluli in the prostate and no excessive tissue accumulation on the fiber tip that required cleaning. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications.